Event description:
On (B)(6) 2010, a customer contacted haemonetics to report that the cover locking mechanism on the orthopat machine was sticking. No donor or operator injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2010, a customer contacted haemonetics to report that the cover locking mechanism on the orthopat machine was sticking. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. A minor blood spill was also found on the power supply and top deck. The machine was decontaminated and the components which were damaged were replaced including the centrifuge cover. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).